Event description:
During service, a failure code 403 occurred. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.